Manufacturer narrative:
On 29 june 2018, mw5077936 was received via mail from FDA. An MDR (1721279-2018-00063) was submitted 21 may 2018 for this event. However, the report sent from the facility contained additional information: device model and lot numbers now available, including device expiration date and UDI. Additional concomitant elca device reported to be used during the procedure. Initial reporter also reported to FDA. This information was previously unknown. Device manufacture date now available.